Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion and the stent strut was lifted. No patient complications were reported and the patient's status was stable. It was further reported that the lesion was 90% stenosed, moderately tortuou, sand mildly calcified. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion and the stent strut was lifted. No patient complications were reported and the patient's status was stable.